Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the flow sensors. The unit was returned to service. : patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.